Event description:
On (B)(6) 2010, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt claimed her recharge burden for the ipg has increased. The pt had a CT and bone scan in (B)(6) and stated that since then she now has to recharge every other day. The pt reported that it takes three and a half hours to fully charge the device. On (B)(6) 2010, a field engineer met the pt at the doctor's office and performed diagnostic testing on the ipg. The measurements indicated a high current drain when the device was off and that the battery has increased output. The pt is scheduled to have the device explanted and replaced.

Manufacturer narrative:
Method: the device history and sterilization records reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.